Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6). Product type mobile platform product ID a820 lot# serial# unknown. Product type software product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine, bupivacaine, and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that since implant it had been taking longer for their meds to be delivered. The patient stated that it took almost 20 minutes for everything to go through and deliver the meds. The patient also mentioned that there had been ¿5-6 times where the controller said the pump was damaged.¿ the agent walked the patient through clearing the background and resetting the handset. The patient then attempted to deliver a bolus after clearing the data and it sat at 90% and never advanced to get bolus. The issue was not resolved through troubleshooting. A replacement handset was requested from the repair department. No patient injury reported. Additional information received on 24-jan-2025 indicated that after further review it was determined that the steps taken to clear the patient data were not done correctly.